Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. No error codes were generated when the false (B)(6) hcv result was generated. Tracking and trending did not identify any adverse trend in conjunction with the complaint issue. Labeling was reviewed and found to be adequate. Based on the data available and the results of this evaluation no product deficiency was identified.

Event description:
The customer stated an architect (B)(4) analyzer generated a (B)(6) result for one patient sample known to be a carrier of (B)(6). The architect analyzer generated an initial (B)(6) result of 0.03 s/co and a repeat result of 13.39 s/co. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete. An investigation is in process